Event description:
The manufacturer received information alleging a ventilator's peak inspiratory pressure rose unexpectedly. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor was found to be contaminated and was replaced to address the issue.